Manufacturer narrative:
A siemens field service engineer visited the customer site after the initial high discordant results were obtained for the testosterone assay on the immulite 2000 instrument. The centrifuge, dilution well, dual resolution dilutor, sample probe, and reagent probes were checked, and no instrument issues were identified. A siemens technical assay specialist performed a precision test with quality control samples and the results were within specifications. The customer also informed siemens that all other assays on the system performed as expected. The cause of the initial high results on the immulite 2000 instrument is unknown. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer has obtained discordant high results for the testosterone assay on an immulite 2000 instrument. Eighteen patient samples were run on (B)(6) 2016 and the results were higher than expected. Some of the patient samples were repeated again on (B)(6) 2016 three times, on (B)(6) 2016 two times and on (B)(6) 2016 two times on the same immulite 2000 instrument and the values were lower and what was expected. The initial high results were not reported to the physician(s). The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant high results on the immulite 2000 instrument.